Manufacturer narrative:
(B)(4) is being used to capture the additional intervention performed.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited right ventricular (rv) noise, oversensing, and pacing inhibition resulting in pauses in pacing. The noise was also observed on the left ventricular (lv) channel. The patient reported episodes of syncope and fatigue. The device was reprogrammed. Boston scientific technical services (ts) discussed further programming options. No additional adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention performed.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited right ventricular (rv) noise, oversensing, and pacing inhibition resulting in pauses in pacing. The noise was also observed on the left ventricular (lv) channel. The patient reported episodes of syncope and fatigue. The device was reprogrammed. Boston scientific technical services (ts) discussed further programming options. No additional adverse patient effects were reported. The device remains in service. Subsequent additional information was received that reported that this cardiac resynchronization therapy defibrillator (crt-d) device was explanted and replaced with a new device. No additional adverse patient effects were reported. The device was returned to facility for analysis.

Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention performed. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited right ventricular (rv) noise, oversensing, and pacing inhibition resulting in pauses in pacing. The noise was also observed on the left ventricular (lv) channel. The patient reported episodes of syncope and fatigue. The device was reprogrammed. Boston scientific technical services (ts) discussed further programming options. No additional adverse patient effects were reported. The device remains in service. Subsequent additional information was received that reported that this cardiac resynchronization therapy defibrillator (crt-d) device was explanted and replaced with a new device. No additional adverse patient effects were reported. The device was returned to facility for analysis.